Event description:
Reporter had silicone implants in 1981. She started ilness in 1982 with digestive system and has progressed to neurological problems and extreme fatigue. She had to quit her job after working since 16 years old. She feels ill 95% of the time, that has made her very depressed because she had so much get up and go. She is fighting the pains in her muscles with anti-inflamatories. Her implants were ruptured. She has progressively become allergic to foods and the outdoors. Her migrains have become weekly. Everything upsets her stomach. The worst is dizziness and weakness. She had none of these problems before she had implants.